Event description:
The contour meter gave a blood glucose reading in the 500's (mg/dl). A comparison test using the elite meter gave a reading of 44 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making a difference clinically significant. The contact did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.